Event description:
It was reported that the pt had hit his head when he fell off his skateboard and landed on the implanted side of his head. Testing carried out shows that the device has probably failed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.